Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector plug of a one-link y-type standard bore catheter extension set is stuck. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d4 expiration date (update to n/a), d9, h3, h4, h6 (update codes), h11. H11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection was performed on the photo sample which showed that the product had all its components, with the luer lock cap showing damage. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. The protector tip removal test was performed, and the luer lock cap did not remove. The reported condition was verified. The cause was associated with incorrect application of solvent during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.